Event description:
The customer reported that the system displayed a tracker inactive error message and displayed a cmos checksum error message during boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the system tracker unit and the cmos/cpu battery. The system was tested and found to be working as intended and put back in service.